Manufacturer narrative:
Device return evaluation was completed . The customer reported issue of "insert leak" was confirmed. Device evaluation and inspection found liquid leaks due to perforation of connecting tube. In addition, liquid leaks due to deformation of up/down (u/d) knob and liquid leaks due to deformation of right/left (r/l) knob were noted. Additionally, foreign material at the tip was observed coming out due to blockage of biopsy-channel. Furthermore, the following findings during inspection were noted on the device: insertion quantity at the tip is out of standards due to scratch of c-cover. Angulation in the up (up) direction is out of standards due to worn of angle-wire. Water amount is out of standards due to deformation of nozzle. Charge-coupled device (ccd) lens found polluted. The adhesive part of a-rubber (ar) is broken. Connecting tube noted crumpled. The color of connecting tube noted changed. Switch1 (sw1) is deformed. Switch4 (sw4) is deformed. There is crease at the universal cord. There is crease at the protector at universal cord. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "insert leak" found during preparation for use. The device was replaced and the intended procedure was completed with similar device. There was no patient harm , no user injury reported due to the event. Device evaluation, noted foreign material at the tip was observed coming out due to blockage of biopsy-channel. This report is being submitted for foreign material found exiting at the tip due to blockage of biopsy channel found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Leakage due to perforation of the insertion tube was confirmed. The material is not considered endoscopically derived; however, the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.